Event description:
It is reported that a customer was hospitalized (B)(6) 2015 morning for diabetic ketoacidosis with a high blood glucose level of 790 mg/dl. The nurse stated that the patient is not well enough to talk over the phone. The only significant event mentioned that might have led to the hospitalization was that the battery cap on the customer's pump was missing. The customer was not wearing the pump during their hospital stay. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.